Manufacturer narrative:
(B)(4). Date sent: 4/3/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: how was the product purchased? It was performed a test purchase physically close to the unauthorized seller. Is there an indication of how the product was distributed? No, it is under investigation. Is there any indication of the source? No, it is under investigation. Based on the packaging, is there any indication of which market the original genuine product may have come from? It was purchased 60 units, 56 of them are counterfeit because the batches don´t exist at j&j system. 4 products can be genuine because the batches were found at the system and there are no evidences of counterfeit, if it is true the products came from USA.. Was the device used on a patient? No if so, was there any patient consequence? Is a photo available of the product? Yes is the device available to be returned for evaluation? Yes if so, please provide the status of the return sample and any available tracking information. Global security team has delivered the samples to quality team in mexico which will send all samples to cincinnati to be analyzed. How many devices are suspected to be counterfeit? 56 units investigation summary: the product was returned to cincinnati for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample revealed that one gst60b sample was received with no apparent damage. A tyvek with product code gst60b, lot # t42u23, exp. Date: 2026-05-31. The t42u23 lot number is not found in our quality tracking system. Additionally, discrepancies were found when comparing the suspect package and the authentic supplier packaging/authentic artwork. Also, significant differences between the suspect package and the authentic package/artwork were observed. The part number (a000993p01) listed on the counterfeit product does not match the product code or the appropriate artwork of an authentic johnson & johnson/ethicon endo-surgery echelon endopath reload. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the analysis received, the counterfeit product is confirmed.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.